Event description:
It was reported that during a da vinci si hysterectomy procedure it was noticed that one of the cables of the fenestrated bipolar forceps instrument is frayed. No fragments are reported to have fallen into the patient and no patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of cables are frayed is confirmed. The pitch down cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Pitch up cable is frayed at the distal clevis hub. No other damage found.